Event description:
It was reported the pt was charging in bed under covers as she slept, an afterward the pocket site felt hot and sore. The pt was instructed not to charge with the external charger pressed against any material, as it can trap heat. A replacement charger was sent to the pt.

Manufacturer narrative:
This ipg serial number is included in a field advisory correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.